Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 300-400 mg/dl. The customer went to the emergency room and was treated intravenously with fluids of saline and insulin. Customer was released with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.